Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: part: 04.211.020ts lot: 9l19888 manufacturing site: werk selzach release to warehouse date: 24 march 2022 expiration date: 01 march 2027 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.020 non-sterile lot: 595p887 manufacturing site: werk selzach release to warehouse date: 13 january 2022 supplier: (B)(4). The device associated with this report was returned to depuy synthes for evaluation. Visual investigation of the returned device did not find defects or signs of opening in the packaging of the va lockscr ã¸2.7 he 2.4 self-tap l20 tan [04.211.020ts/9l19888], the reported condition cannot be confirmed. A functional test was performed to review the opening process of the screw, no problems were identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was not confirmed as the va lockscr ã¸2.7 he 2.4 self-tap l20 tan [04.211.020ts/9l19888] was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed? Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open osteosynthesis for a clavicle diaphyseal fracture. Only the outer cap came off and the inner cap remained inside when a nurse opened the product in question. When the outer cap was pushed in again, it came off with the inner cap attached. However, considering the possibility of uncleanliness, another product was opened and used. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 20mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.